Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 29 mmol/l with symptoms of increased thirst. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the pump was emitting multiple loss of prime warnings, causing delays in insulin delivery. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event due to loss of prime warnings.

Manufacturer narrative:
Date of submission: (B)(4) 2018, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the pump's black box showed multiple loss of prime warnings in the pump history. The pump was able to perform the prime steps and a 24 hour duration test with no alarms observed. The total daily doses of insulin added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The alleged issue could not be duplicated. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.